Event description:
A malfunction alarm was reported, with no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact support if the issue happened again.